Manufacturer narrative:
Updated fields: b4, b7, e2, e3, g3, g6, h2, h6 (type of investigation, investigation conclusions), h11. Corrected fields: d9, h6 (health effect ¿ clinical code, medical device ¿ problem code). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Event description:
It was reported by the customer that while driving the iiab catheter trp40 during intra-aortic balloon (iab) therapy on the second day after insertion, a sensor malfunction occurred while the patient was being managed in the ICU and made the optical sensor pressure unusable. Iab therapy was continued using electrocardiogram triggering and radial artery pressure. The patient had mild vascular tortuosity and calcification. There were no health problems.

Manufacturer narrative:
Due to character limitation in e1: full event site city : (B)(6). UDI related information will be updated once correct serial# of the device is available. The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The pressure tubing was also returned. The optical fiber was found to be broken within the membrane approximately 23.1cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).

Event description:
N/a.